Event description:
It was reported the patient presented remotely via (B)(6).net. Review of the transmission revealed the right ventricular lead delivered non-sustained right ventricular lead alerts for post-sensed t-wave oversensing. Programming changes were implemented. The patient was in stable condition.